Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Tandem technical support was unable to troubleshoot with the customer at the time of the event but the customer was able to resume insulin therapy.